Event description:
On (B)(6) 2015 arjohuntleigh received the maude event report (no. Mw5042383) from the us food and drug administration (FDA) indicating that on (B)(6) 2015 a patient fell out of an arjohuntleigh ceiling lift and in this way the ceiling lift system was indicated to have contributed to the adverse event. The event outcome was indicated to be a patient's fall and subsequent hospitalization. The actual model or serial number of ceiling lift that was being used was not disclosed. The incident was described as: 'patient fell out of ceiling lift, secondary to human factor, not device failure'. It was confirmed by the FDA department of health and human services that this type of report (no. Mw5042383) was a voluntary submission that means the reporter used the option of submitting the complaint anonymously and no other information will be shared.

Manufacturer narrative:
(B)(4). Without having more detailed description of what occurred, we are left to review the information received and compare it to our product knowledge. When reviewing reportable events with similar fault description, we have found that what could typically relate to the issue investigated here: would be a patient slipping out of a sling. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, there is no trend observed for reportable complaints with this failure and the occurrence rate is very low. Since there is no information or indication of any defect, it is assumed that no device failure occurred. From what we (arjohuntleigh) conclude that our device met the manufacturer specification requirements during the time of issue. The following part of event description that indicates involvement of a human factor in the event: '(...) Secondary to human factor' may bring us to conclude that a use error caused or contributed to the reported issue. In conclusion, with the information received we (arjohuntleigh) are left to only being able to assume that the root cause of this issue was related with a use error. Despite our best effort exact cause could not be confirmed with high degree of confidence. (B)(4).